Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported that her pump hadn't been serviced and she was supposed to have the pump refilled in (B)(6), but "the pump has no opening" and now her hcp (healthcare professional) would not see her to have the pump removed. Per the patient, she ¿is suffering with a pump that has nothing in it due to this¿. The patient stated that she was ¿thinking about taking a knife to my own stomach and taking the pump out". She stated that her doctor would not see her due to covid restrictions. The patient was calling because she wanted authorization to remove the pump. It was explained that the patient would need to contact and work with her hcp to have the pump removed. The patient then said, ¿well when they called y'all when I was in the hospital with seizures and my doctor, he did not come out nor did a company representative come out to oversee it". The patient was then asked if the seizures were related to her pump or pump therapy and she stated, "I don't know, I think it was related because it wasn't this bad until I was totally out of medicine" in the pump. The patient was again redirected to her hcp to discuss her medical concerns after which she became escalated and disconnected the call. No further complications have been reported as a result of this event.